Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with these failures were identified. The damaged free-flow clamp assembly identified during service testing was corrected by replacement of the free-flow clamp assembly service kit. The 30 psi occlusion failure was corrected by recalibration of the 30 psi value. Following these corrective actions, the device met applicable performance specifications. This failure type is being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿ refer to (B)(4).

Event description:
Pump sn (B)(6) was returned to intuvie and evaluated on january 21, 2026. During service testing, the device was found to have a damaged free-flow clamp assembly. The device also failed the 30 psi occlusion test, alarming at 17.60 psi. The failures were identified during service testing only. No patient involvement or adverse event was reported.